Event description:
Complainant alleges "bovie aa01 cautery "exploded" in the doctor's hand and it made a burning electric arc. The doctor's glove melted and the patients skin hairs burned a little bit, but the skin did not get burned."

Manufacturer narrative:
The device was not returned for evaluation, and no pictures were provided. We were unable to confirm the complaint, and no root cause could be established. This should be considered the final report. If additional relevant information is identified, it will be submitted in a supplemental report.